Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the pressurewire x - wireless device was intended to be used in the left main coronary artery. However, a small dissection occurred due to guiding catheter interaction. The dissection was not obvious during congenital muscular dystrophy measurement; however, during nacl injection the dissection became larger. The dissection was treated with an impella and a drug eluting stent. It was noted that the patient required prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported dissection which required unexpected intervention and prolonged hospitalization could not be determined. The reported patient effect of dissection is listed in the pressurewire instruction for use as a potential complication which may be encountered during all catheterization procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.